Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the patient suffered a pericardial effusion, noticed after the a-fib / typical a-flutter ablation. When the physician was removing catheters, anesthesia advised the physician that the patient had decreased blood pressure after the cavotricuspid ishmus (cti) ablation, and asked them to check on intracardiac echo (ice) for an effusion. The effusion was confirmed on ice. They were unsure when it occurred as the physician focused the ice catheter in the left atrium. A pericardiocentesis was performed by the same physician, removing 100-120 cc of fluid. The patient's blood pressure stabilized and they were transferred to the intensive care unit (ICU) for monitoring. Ablation power in ra: 35 - 50 watts, in la: 35-40 watts with smartablate generator. Catheter irrigation rate during radio frequency (rf) delivery was unknown. The caller stated she was present for the procedure. Additional information was received. The adverse event was discovered after ablation. The left pulmonary veins were isolated so they finished with the cti. After burning the cti, anesthesia asked the ep to check for effusion because the patient had lower pressure. Ice did not monitor the effusion during the case, it was showing the la the entire case until looking at the effusion. Physician¿s opinion on the cause of this adverse event was that they were not able to draw contours of the cti. He is not sure if it is because he was in the incorrect place due to not being able to draw contours or if it is because he did 25-50w on the cti. It also could have happened when he was in the left atrium (la) but there is no way to tell as he did not check for effusion until after the case. The patient did not have any effusion prior to getting access. Pericardiocentesis was done. No extra intervention and no other physicians needed besides the physician and anesthesia. Patient has recovered. They went to the ICU instead of the post anesthesia care unit (pacu). Transseptal puncture was performed with a nrg needle. Ablation was done and completed, and final ice check is when it was determined the patient had an effusion. No evidence of a steam pop. No one heard a steam pop and physician did not hear or feel it. No changes to signify any steam pop. Unsure of when the event occurred as the effusion was not monitored consistently during the case- only before and after. Irrigated catheter was used in the event, the flow setting was 15ml/min. Correct catheter settings were selected on the generator. They manually had to adjust the pump switching when there is a temperature rise and he will use high flow to cool the area. Otherwise, he goes back to low flow. No error messages observed on biosense webster equipment during the procedure. Had to change the bag but a new bag was updated on the remote. All force visualization features were used. Visitag module was used, parameters for stability used was tag index and 3 in size. Additional filter used with the visitag was respiratory gated. Color options used prospectively was tag index, force, power, impedance, time.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).